Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were inspected from bd inventory for evaluation of mold b30 cavity 42 none were found. Tubes from mold b30 cavity 42 were molded and found no molding defects. A review of the device history records for finished product and tube were completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA# (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA# (B)(4) is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that there were 5 occurrences where blood leaked from bottom of tube with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leaked from the bottom of the tube.